Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal would not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the seal was completely out of the delivery tube. The delivery device was not inside the loader and the plunger had been depressed. There was only minimal blood contamination on the seal, and no blood in the delivery tube. Based upon these findings, the deployment phase had not begun, so the reported failure was not confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).